Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist could not get a temperature reading on the screen. As a result, an alternate device was employed. The surgical procedure was completed. Successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the customer, they determined the issue was the temperature probe after they tried it in another module and it did not work. Per the field service rep, the customer used a competitors temperature probe to complete the case.